Manufacturer narrative:
The reported event of the pump having infused faster than expected could not be confirmed. No product or event logs have been returned from the customer for investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a secondary infusion of doxycycline was initiated at 0415 to infuse at 100ml/hr over 1 hr but completed in 20 minutes. The clinician in attendance noted the drip rate appeared to be fast and verified the programming. It was reported that the patient stated "the pump was not charging correctly yesterday." No medical intervention was needed and there was no harm to the patient.